Event description:
As reported by our edwards lifesciences affiliate in canada, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the first delivery system with first valve was unable to be advance through the first 14fr esheath. The valve was able to exit the loader, but it would not progress further. An attempt was made to bring the valve back into the loader, but the valve had moved slightly on the balloon. As a result, the entire system was withdrawn. Subsequently, a second delivery system, valve and 14fr esheath were prepared. The second delivery system with second valve was unable to be advance through the second 14fr esheath. After the two implant attempts, the patient needed support to maintain a blood pressure that was noted to be over 90. The patient received one blood transfusion. It was then noted upon contrast injection that the common femoral artery was dissected. A 6 mm by 59 mm covered stent was successfully placed. The patient was stable and transferred to the intensive care unit (ICU) for recovery.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-03007 for details of the other event. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The devices were returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed the crimped valve was stuck inside the sheath hub. The sheath liner was unexpanded and the distal tip was unopened. The sheath shaft was noted to be kinked at 3 cm from the strain relief. There were also some scratches observed along the sheath shaft. Subsequently, the returned commander delivery system was advanced through the sheath and the sheath expanded and the tip opened as designed. Imagery was also provided for evaluation. A review of the provided imagery revealed tortuous anatomy was present at the access vessel. Per the technical summary, the instructions for use (IFU), current risk mitigations that include design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the inability to advance the delivery system with valve through the sheath that resulted in a vascular dissection and subsequent blood transfusion and placement of a covered stent to treat was confirmed based on evaluation of the returned device. The available information suggests patient factors (calcification and tortuosity) likely contributed to the event as per review of the provided imagery, the patient's access vessel was tortuous. Additionally, some scratches were observed along the sheath shaft which indicates presence of calcium at the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.